Manufacturer narrative:
(B)(4). (B)(6). Zimmer biomet france and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet france manufactures a similar device that is cleared or distributed in the united states under 510(k) number k150850. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the cement was too liquid and took a long time to obtain the correct viscosity. No patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed. The product related to the event was not returned; however, a sample from a different retained lot was evaluated. The retained sample showed a slower setting time, but did not confirm the event. Device history record (DHR) was reviewed for the lot number of the product involved in the event and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.